Event description:
Information received indicated the left head brake caster ratchet side to side when the brakes are applied.

Manufacturer narrative:
The hill-rom technician replaced the casters to resolve the issue.